Event description:
It was reported that initially the stimulator was programmed with the following settings: 1(-) 2(+), f= 25hz, pulsewidth=210microsec., and a=2,5v. Reprogramming was required several times to obtain sufficient stimulation with the final settings being: 0(+) 1(-), f=28hz, pulsewidth=210microsec., and a=5v. All impedances were>4000ohms, and the programmer indicated battery end of life. The device was explant and replaced and all impedances of the new system were normal

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional review determined it was reported that there was no patient injury. The patient outcome was reported as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok, at expected end of life.

Manufacturer narrative:
Final device analysis of the extension revealed no anomalies; extension was functionally ok. Extension was cut through, which was believed to be explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.